Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements. As a result, lead fracture was suspected. It was noted that the patient was pacer dependent. Subsequently, this ra lead was explanted and replaced, and no additional adverse patient effects were reported. This ra lead will not be returned, as it was retained by the explanting hospital.